Event description:
As reported, the autopulse platform (sn (B)(6) failed during a cardiac arrest. Per the reporter, the device did not display any user advisories before it stopped delivering compressions. According to the crew, the autopulse platform just shut off after around 6 minutes when was used with the autopulse li-ion battery (sn (B)(6). Per the customer, the battery was fully charged before use during the patient event. A second fully charged autopulse li-ion battery (sn unknown) was installed but the device still failed to deliver compressions. The patient was on the living room floor; the type and condition of the flooring surface were not specified. In addition, it was noted that the lifeband was rubbing the plastic enclosure of the platform and causing damage to the lifeband as well. Manual CPR was continued until the crew deployed a second autopulse platform (sn unknown). However, it failed as well due to a lifeband alignment issue that could not be resolved. The crew did manual CPR throughout the rest of the event. No impact or consequence to the patient. After the call, back at the station, the second platform (sn unknown) was tested after the driveshaft was realigned and the device functioned as intended.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) shut off when was used with the autopulse li-ion batteries was not confirmed during the functional testing but was confirmed during the archive data review. The archive file showed the device shutting off unexpectedly two times during active operation the probable root cause of the reported complaint could be related to a battery problem, however, the batteries used during the reported event were not returned to zoll for investigation. The customer's secondary complaint of the lifeband was rubbing the plastic enclosure of the platform and causing damage was confirmed during the visual inspection. The observed damage was likely caused by a mispositioned patient or the lifeband on the platform. The damaged top cover needs to be replaced to remedy the issue. During the archive data review, two user advisory (ua) 01 (low battery warning) errors were observed with the battery (sn (B)(6) on the reported event date. According to the archive, battery sn (B)(6) was the second battery used during the reported event. The platform powered on and off with no compressions, thus confirming the reported complaint. The autopulse platform passed the functional testing without any fault or error. The error messages observed in the archive were not duplicated during the functional testing. Waiting for the customer's approval for service repair.